Event description:
A cusa nxt console was being used for a tumor removal case when a system error occurred. The reported unit failed during the case. The procedure was delayed 45 minutes while the unit was being worked on and was ultimately replaced with another unit. Additional clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.